Manufacturer narrative:
H10/11: corrected/additional information. H6: health effect, investigation findings, investigation conclusions.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aorta aneurysm using gore® dryseal flex introducer sheath. The physician attempted to insert the sheath from the right leg, but the sheath could not advance even after pta was performed. The physician attempted pull through technique from left brachial artery, but this was not successful in advancing the sheath. When attempting to remove the sheath, the patient¿s blood pressure decreased. Vessel damage in the right external iliac artery was observed on angiography image. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) was inserted and advanced through the sheath. Deployment of the viabahan® was initiated but after it was deployed about 1cm, it was observed that the viabahan® became arched and was protruded from the damaged site of the right iliac artery, hence, the deployment was discontinued. The procedure was converted to surgical procedure. (This was reported on MFR report # 3007284313-2021-01215). The vessel damage was treated by surgically and the viabahn was removed. The patient tolerated the procedure. Reportedly, the vessel from abdominal aorta to external iliac artery was significantly tortuous.

Manufacturer narrative:
H10: additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H10: corrected data - c1. D1: product code. G4: PMA number. H6: conclusion code.